Event description:
Asr revision scheduled for (B)(6) 2014.asr xl.left.reason(s) for revision : no harm information provided.update 3 dec 2014. Confirmation received of the surgeons name (neil davies) and that the reason for revision was stem loosening. Sending to investigation and requesting patient demographics.update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update - marked as legal and added kid number. Taken from kennedys email dated 6th oct 15 .

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision scheduled for (B)(6) 2014, asr xl, left, reason(s) for revision : no harm information provided. Update 3 dec 2014. Confirmation received of the surgeons name (neil davies) and that the reason for revision was stem loosening. Sending to investigation and requesting patient demographics. Update - received confirmation that revision has taken place. Taken from crawfords spreadsheet dated 8th dec 2014. Update - 30 dec 2014 - scf received. Added pain as a reason for revision. Update - 2 feb 2015 - patient information received. Patient does not run or play any sports. His activity levels are of a male in the building trade who predominantly drives his employer's van. Consultant quotes 'clinically he has a loose corail stem, with no evidence of infection, in my experience of a type seen when the corail stem is paired with an asr mom big head. Update - 10 feb 2015 - patient height and weight updated.